Event description:
String became unbraided and partially pulled out of the tampon [device breakage]. One sealed end of the wrappers were crimped together [product packaging issue]. Case narrative: consumer reported via phone that the tampon string became unbraided and partially pulled out of the tampon. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String became unbraided and partially pulled out of the tampon [device breakage]. One sealed end of the wrappers were crimped together [product packaging issue]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via phone that the tampon string became unbraided and partially pulled out of the tampon. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String became unbraided and partially pulled out of the tampon [device breakage]. One sealed end of the wrappers were crimped together [product packaging issue] . Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via phone that the tampon string became unbraided and partially pulled out of the tampon. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.